Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 04/14/2026. It was reported that during the time the patient was feeling sleepy and confused, she took insulin and the omnipod pump was in closed loop. When the cgm was displaying high, the patient checked a bg reading and it was over 400 mg/dl. The patient self-treated again with insulin but since the bg was not decreasing, the patient's husband called 911. When paramedics arrived, they took a bg and it was over 400 mg/dl and the cgm was high. The patient was treated with IV saline during transport. Data was provided for investigation. An analysis of the data logs indicated that the sensor session began on (B)(6) 2026 at 12:09 pm. The sensor session lasted 3 days and ended due to an algorithm detected failure on (B)(6) 2026 at 4:59 pm. There were no bg calibrations attempted during the sensor session.on the date of the reported event (04/01/2026) several high glucose alerts were triggered with the audio volume at 95%. Each alert repeated every 5 minutes until acknowledged. All alerts were found to have performed as intended. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6)2026, the patient reported that she did not receive a high glucose alert on her display device despite the continuous glucose monitor (cgm) indicating a high reading. The patient performed a blood glucose (bg) meter check, which showed a glucose level of 439 mg/dl. At that time, the patient reported feeling sleepy and mildly confused but did not take any medication. On (B)(6)2026, the cgm continued to display high, prompting the patient to seek medical evaluation at the hospital. At the hospital, a bg measurement indicated a glucose level of 429 mg/dl, while the cgm continued to display high. Blood tests were performed, and the patient was diagnosed with an infection. Treatment included administration of antibiotics and saline for hydration. The patient was hospitalized for three days for monitoring. At the time of reporting, the patient was reported to be doing well. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available. No additional patient or event information is available.